Event description:
It was reported that the ilet user experienced hyperglycemia and used meal announcements as correction doses. This reflected an improper or incorrect procedure associated with the user interface. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of using meal announcements to correct blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.